Event description:
A surgeon reported overcorrections and undercorrections, after lasik surgery. Reporter noted these cases were left eyes, 'mainly male, very nervous, and intraoperatively non-cooperative'. Outcome details were not provided. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).